Event description:
Complaint received that an applicator was inserted into a pt then not able to be used. In order to start the irridation of a post operative breast cancer treatment the customer was unable to remove the nylon filament and therefore the complete tube was replaced by a new one in the same area. The reported error was encountered due to the customer applying too much force during the insertion of the applicator. No additional cases are known. The problem was noticed before the surgical procedure was completed and the tube was easily replaced. As such the pt was not injured and no adverse results expected. Had this incident occurred in a similar situation and was not noticed until the surgical procedure was complete a new tube would have to be placed under a separate procedure. If this happens there is a risk of infection.